Event description:
The complainant is a type ii diabetic. The complainant indicated that complainant has received erratic performance e.g. System shutting off as soon as the complainant puts blood on the reagent, no count down and erratic test results. Approximately one month ago the complainant received a result of 249 mg/dl. The complainant repeated the test using a competitive method and received a result of 78 mg/dl. While on the phone an attempt was made to review the operation of the system. The customer did not have any of the testing supplies with them. A request was made to return the system for evaluation. However, during the call the phone was disconnected. The customer service representative tried to re-contact the complainant at the phone number the customer gave but received no answer. An attempt will be made to re-contact the customer.

Event description:
The complainant is a type ii diabetic. Complainant indicated that they had received erratic performance e.g. System shutting off as soon as they put blood on the reagent, no count down and erratic test results. Approximately one month ago complainant received a result of 249mg/dl. Complainant repeated the test using a competitive method and received a result of 78mg/dl. While on the phone an attmept was made to review the operation of the system. The customer did not have any of the testing supplies with them. A requeste was made to return the system for eval. However, during the call the phone was disconnected. The customer service representative tried to re-contact them at the phone number the customer gave her at the phone number the customer gave her but received no answer. An attempt will be made to re-contact the customer.